Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the day after the implant of a cardiac resynchronization therapy defibrillator (crt-d), the patient had complaint of left-sided chest wall tenderness and pain. Upon physical exam the patient had developed a moderate left wall hematoma. The patient was kept in observation overnight and the hematoma mildly improved. The patient also exhibited shortness of breath when lying on their right side. A chest x-ray noted a small right pleural effusion with basilar opacities. The device and leads remain in use. No further patient complications have been reported as a result of this event.